Event description:
Terumo received the following reported information: according to the recovery nurse, the tr band looked correctly positioned however a hematoma that formed on either side of the patient's wrist (prior to air removal). It was a possible air leak. There was no issue reported on application. The issue was present in recovery. The balloons were able to be inflated by the hcp. The nurse stated that it was not an unusually low volume of air or did not get any feedback about multiple sticks. The device was not manipulated before use in any way - pre-use or during storage. The product was stored prior to use in a box on the shelves. The procedure was completed by pressure being applied in the recovery area. The patient's condition was unknown. Information was not communicated on if there were multiples sticks or irregular stick location. The balloon volume was reported as typical amount seen in recovery. No additional imaging was reported.

Manufacturer narrative:
A1: patient identifier: requested, not provided a2: age & date of birth: requested, not provided a3a: sex: requested, not provided a4: weight: requested, not provided a5: ethnicity: requested, not provided a6: race: requested, not provided b3: date of event: requested, not provided d4: lot #: requested, not provided d4: expiration date: unknown, as the involved lot # was not provided d4: UDI: unknown, as the involved lot # was not provided d6a: implanted date: device was not implanted d6b: explanted date: device was not explanted e3: occupation: clinical manager h4: device manufacture date: unknown, as the involved lot # was not provided the actual device was not available; therefore, the actual device will not be returned for evaluation. The investigation is currently ongoing. A follow-up report will be submitted once the investigation is complete.